Event description:
Additional information was received that the physician did not turn the patient¿s generator off when the high impedance was seen and the physician is not planning on turning the patient off.

Event description:
It was initially reported that the patient had high impedance >10000 ohms) message during interrogation. There was no reported manipulation or trauma reported. The patient had also been experiencing an increase in depression reported to be above pre-vns baseline. I was discovered that the patient has had high impedance since (B)(6) 2012. X-rays were taken previously and did not show any anomalies, however, the images were not sent to the manufacturer for assessment. It is unclear if the x-rays will be sent to the manufacturer for review as it is dependent on the physician if they will be sent in. The patient was having an increase in depression which the physician felt may be related to the potential lead fracture. The depression is worse than it has been with vns therapy when the diagnostics were within normal limits. However, it is unclear the relationship to baseline of the depression to what it was prior to receiving vns therapy. The patient will likely have replacement surgery but this has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: product information was received; however, the previous MDR was not updated to include this information. Type of device, corrected data: product information was received; however, the previous MDR was not updated to include this information. Model 3, serial #, lot #, expiration date, corrected data: product information was received; however, the previous MDR was not updated to include this information. Information. If implanted, give date, corrected data: an implant date was included on the initial MDR; however, this date was not confirmed and based on additional product information is unlikely to be the correct implant date. Device manufacture date, corrected data: product information was received; however, the previous MDR was not updated to include this information.

Manufacturer narrative:
(B)(4). Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on 11/14/2013. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations. Analysis of the generator was completed on 11/25/2013. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. However, the vns programming history database printout, shows high impedance had occurred during device implant. The vns programming history database printout (diagnostic data) shows a change in impedance (>=10000 ohms) had occurred on (B)(6) 2012. The vns programming history database printout shows the last known diagnostic test was performed on 09/17/2009, with a lead impedance of 2355 ohms.

Event description:
An implant card received indicating that the patient underwent lead and generator revision on (B)(6) 2013 due to battery depletion and lead discontinuity. The lead and generator were returned to device manufacturer for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Adverse event or product problem; corrected data: previously submitted MDR indicated that the reported events were reportable as a malfunction. The patient experienced an associated increase in depression making this event also reportable as an adverse event. This report is being submit to correct this data. Outcomes attributed to adverse event; corrected data: previously submitted MDR indicated that the reported events were reportable as a malfunction. The patient experienced an associated increase in depression for which surgical intervention was taken. This report is being submit to correct this data.